Event description:
Reporter indicated that the generator is stimulating erratically and causing throat pain. Diagnostic testing at different times have yielded dcdc codes of 5, 6, and 7 with eri=no. Generator has been explanted. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.